Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not receiving accurate data from the sensors. The customer stated that the first 24 hours of using the sensor were fine, but, afterwards, she received a sensor glucose reading of 90 mg/dl when her blood glucose was actually 400 mg/dl. The customer was unsure if there was an issue with absorption or possible scar tissue. The customer had been experiencing the issue for almost one year. The customer declined troubleshooting. Nothing further reported.